Event description:
The clinician reports, that the implant was inserted (B)(6)2015 in fdi 23 of the patient's mouth. Details of surgery are reported as follows: implant surface was not completely covered with bone, ridge augmentation was performed at time of surgery and immediate extraction site. On (B)(6)2018, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patien

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The following was involved in this event: surface not covered with bone, ridge augmentation, immediate extraction site.